Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had received multiple inappropriate shocks for atrial fibrillation (af) that subsequently resulted in therapy exhaustion. A review of the information from the recorded electrogram (egm) was reviewed by boston scientific technical services (ts). The device did not allow two diverted shocks in a row during reconfirmation. It was suspected that the rhythm accelerated due to first shock appearing to fall on a t wave. No adverse patient effects were reported. The device remains implanted, no changes were made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.